Event description:
Chief tech, called to report blood leaking from arterial header end of the dialyzer into the chamber. There was no patient injury reported. Number of reuses for this dialyzer is one. Per discussion with the facility, the leak occurred at the onset of treatment and therefore a tmp value was not recorded. The blood leak was confirmed with a positive hemastix. Treatment was continued with new disposables. The estimated blood loss was 200cc. The facility uses the renatron with renalin. The renatron received periodic maintenance in august and was calibrated on schedule. The ro water system at this facility is 11 years old. The contact at the facility mentioned that this is a warm summer and the fact that the city added alum to the water. She stated that this could clog fibers,but feels the fiber leak is a separate issue. The ro holding tank is in the back room. It is a loop. Near the end of the loop is the bicarb mixer and then the renatrons. The facility has been using ct190g dialyzers for over one year.